Manufacturer narrative:
(B)(4) multiple alarms occurred during treatment. Per product complaint investigation form: the reported problem was not duplicated. Three simulated treatments done without alarms or warning. (B)(4).

Event description:
Pt reported prior treatment was uneventful. While performing ccpd on (B)(6) 2011, he started filling full in fill 1. He stopped fill 1 after filling with 1,949 ml. His prescription fill volume is 2,500 ml. He bypassed dwell 1 due to feeling miserable and drained 2,032 ml. He filled with 1,470 ml in fill 2 and complained of feeling "so full and hurting so bad" that he stopped his treatment and disconnected. He then manually drained 5,000 ml. Pt notified his nephrologist, who instructed him not to perform his next pd treatment. His cycler was replaced and he resumed pd two days after event without problem. Abdominal pain resolved after 1 day. No hospitalized or other medical intervention required. Treatment prescription: treatment based, ccpd, # of fills = 5, fill vol = 2500ml last fill vol = 2000ml, dwell time = 1 hour 34 minutes, total vol = 12,0000.